Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown symptoms during the malfunction. The symptoms documented in case-point were experienced during the time customer was using the prestige meter. Their meter allegedly had no power for a year. Customer bought a new prestige meter four months ago and the incident occurred during use of the prestige meter. The result on prestige meter high. Customer was taken to ER and was treated for high bg. All of the information in case-point is related to the prestige meter. The customer was told to call lfs to get a replacement for the meter as they advised them not to use the prestige meter anymore. No further information has been reported.